Event description:
There was significant problems with wound healing and the beginning of implant extrusion through the skin. The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. Reportedly age-related thin and fragile skin likely predisposed to the reported skin breakdown. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. This is a final report.

Event description:
There was significant problems with wound healing and the beginning of implant extrusion through the skin. The device was explanted on the (B)(6) 2022. No new device was placed but the electrode was left in the cochlea for later re-implantation. Per device explantation report, the implant housing could be rotated or moved.